Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery on (B)(6) 2013, to get equipped with a longer abutment.

Manufacturer narrative:
(B)(4).